Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged touch screen issue and the alleged cgm graph issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer reset the pump and subsequently, the pump touch screen was unresponsive. Additionally, there were missing data points on the continuous glucose monitor graph despite actively displaying cgm readings. The customer's blood glucose was 244 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.